Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely physical stress was applied to the insertion section while the user was handling the device, which damaged the charge-coupled device (ccd) unit, and resulted in a loss of image. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The event can be prevented by following the instructions for use (IFU) which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, loose contact on evis exera iii bronchovideoscope. Malfunction was found at preparation for use. There were no reports of patient or user harm associated with this event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, it was observed that the image disappeared during angulation. This report is being submitted to report the malfunction found during device evaluation (image disappeared during angulation).

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of loose contact was confirmed during angulation. The charge coupled device unit was broken. The following additional findings were also noted: deformed distal plastic distal end cover, separated bending section cover glue, scratch and pocket pouch on insertion part of connecting tube, and peeling paint on the up down knob of control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.